Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No delivery alarm/occlusion during therapy not confirmed. Pump failed self test due to lack of vibration. No vibration isolated to harness assembly vibrator. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.